Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified iliac artery. A 10 x 39 mm omnilink elite balloon expandable stent system was used; however, the balloon was inflated once at 13-14 atmospheres and ruptured. The stent was implanted without any issues and was apposed to the vessel wall. Therefore, there was an attempt to remove the device through the introducer sheath; however, a strong resistance was felt between the devices due to the torn balloon. To avoid a balloon separation, a cut-down procedure was performed to remove all the devices. Therefore, the hospital stay was prolonged and the patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). A visual and dimensional inspection was performed on the returned device. The reported balloon rupture was confirmed. The difficulty removing was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.